Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
I don't think it was a good idea to trim the device. My teeth extended father back on once side so I only trimmed the other side. After a few weeks the softer blue plastic has begun to separate form the stiffer bottom plastic only on the side that was trimmed. I would like to have the product replaced. I will try to fit it without trimming. It would be better to sell 2 sizes than to trim it or make it so it won't separate so easily. I think bacteria will grow between the separated layers.